Event description:
A patient presented with an aneurysm in the popliteal artery. Two gore® viabahn® endoprostheses were used for the procedure. The first gore® viabahn® endoprosthesis was implanted distally without any problems. It was reported to gore that when device deployment for the second gore® viabahn® endoprosthesis was initiated the deployment stopped after ¾ of the device. A high resistance of the deployment line was recognized and a high force was needed to complete device deployment while the deployment line broke. After deployment of the device the physician described that there was no overlap of the two devices and that the proximal viabahn device looked clinched. He finished the procedure implanting a nitinol stent between the two medical devices. The physician stated that it can be not assured that there is no remaining deployment line back in the patient.

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. Further investigation is being conducted and the information will be included in the final report. Gore received two lot numbers which were delivered to the hospital (lot #13643344 and lot #13643347). According to the hospital, it is unclear which lot is involved with the event. Therefore, gore is submitting a report for each lot reported.

Manufacturer narrative:
The gore engineers have evaluated the returned device. Their investigation showed following: the (B)(4) specimen consisted of the delivery catheter without the endoprosthesis, deployment knob, or deployment line. The catheter was unremarkable. The (B)(4) specimen consisted of the deployment knob with attached deployment line (approximately 180 cm length). The line had multiple knots, and the distal end was frayed ((B)(4)). The identified nature event code is believed to be partial deployment: deployment line stuck. Based on the device examination performed, no manufacturing anomalies were identified.